Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. Hanoi, vietnam, registration number: 3009121749. When the reported product was returned to the manufacturer, reportable malfunction was recognized for the first time; therefore, date received by manufacturer is the same as the date returned to manufacturer. The astato guide wire was returned for evaluation. The coil of the returned guide wire was elongated at approximately 5mm from the tip. At the same point, the core was found fractured. Observation by scanning electron microscope revealed that the fracture end of the core was twisted and a crack was observed on the flat fracture surface. These findings indicated that torsion had caused the core fracture. Despite elongation, the ball tip was found at the very distal end of the elongated coil and thus the coil remained in one piece. Measurement of the core suggested that the entire guide wire was returned. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that bending and torsional stress generated with wire manipulation in attempts to cross the lesion had most likely contributed to the observed core fracture on the returned astato guide wire. The applied stress would localize and therefore exceed the product design limit when the tip was being caught and restricted its movement by the complex lesion. Further applied tensile stress generated with removal had then caused the coil to elongate. It was concluded that this event was not attributed to product quality. No CAPA will be taken. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. When torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction. [Malfunction and adverse effects] breakage of the guide wire.

Event description:
It was reported that the tip of an asahi astato guide wire broke during an endovascular intervention to treat a heavily calcified, chronic total occlusion (cto) in the right superficial femoral artery. The guide wire was used in attempts to cross the lesion when the tip became stuck in the lesion. Upon wire removal, damage on the tip was noted. A new guide wire was replaced to continue the procedure. Blood flow was successfully established by plain old balloon angioplasty with a drug-coated balloon. There were no adverse patient effects associated with this event.